Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. A balloon rupture, scratched balloon and kinks were noted during return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. As there was no information provided in the case description, the investigation was unable to determine a conclusive cause for the damages observed during return device analysis.

Event description:
It was reported that the 6.0 x 20 mm armada 18 balloon catheter was returned to the returned goods lab; however, there is no indication of the device issue provided with the device. No adverse patient effects were reported. No additional information was provided. Returned device analysis revealed a balloon rupture.